Event description:
It was reported that during a da vinci-assisted surgical procedure, a recoverable error 307 occurred on arm 3 and arm 3 led indicator was not lit when the customer was pressing 'recover fault'. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The customer performed a power cycle of the system and error 319 occurred. The tse verified error 319 was pointing to universal surgical manipulator 3 (usm3) in the logs. The tse advised the customer to perform a hard power cycle of the system; however, the issue persisted. The procedure was continued with three arms and arm 3 disabled. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse inspected the system and confirmed error 319 occurs only on the 3rd arm. The problem was resolved by replacing universal surgical manipulator 3 (usm3). The system was tested and verified as ready for use. Isi received the usm3 part involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the reported failure. The unit was tested on the in-house system and it triggered error 319 on acc at start up. Visual inspection on the insertion axis showed a broken rolling loop harness. The technician jumped the rolling loop fiber cable with a test one fixed error 319 on acc. As a fix, the rolling loop harness will be replaced. Upon returned to fa, the unit passed normal mode without triggering any errors. This unit was tested on the patient side cart fixture test platform (pftp) and it passed direction test, carriage lissajous, fiber test, fan tests, sensor chec brake tests, friction tests, carriage strength check, and carriage switch test.